Event description:
It was reported that post-paced t-wave oversensing episodes were observed on a stored egm during a follow-up in clinic. The patient was asymptomatic. Programming changes were made and further testing was recommended.